Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. The batteries were recently replaced. The event log demonstrated the error code. As a result, the battery charger was replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system displayed a "charger failed" error on boot-up. The customer attempt to re-boot and the issue persisted. The system was removed from service pending service.